Manufacturer narrative:
On previously submitted report, during a check-out procedure at the manufacturer's service center, a ventilator failed to recognize the power cord. The device was not in patient use. The device's power supply was replaced to address the issue. The power supply was evaluated by the manufacturer's product investigation laboratory (pil) and found the power supply functioned as designed and operated without issue or error codes.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to recognize the power cord. The device was not in patient use. The device's power supply was replaced to address the issue.